Event description:
It was reported by service report that the ground prong was missing from the power cord, the foot end was drifting due to a faulty motor, the head end lift was stuck in an elevated position due to a faulty motor. And the fowler gas cylinder was missing. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the bed had no power, the foot end was drifing, and the fowler wouldn't lower.

Manufacturer narrative:
Power cord missing ground prong.fowler gas spring cylinder.

Manufacturer narrative:
It was initially reported that the bed had no power, the foot end was drifting, and the fowler wouldn't lower. Further investigation determined the bed had no power due to the ground prong was missing from the power cord, the foot end was drifting due to a faulty lift motor, the fowler wouldn't lower due to a missing gas cylinder, and the head end lift was stuck in an elevated position due to a faulty lift motor.